Manufacturer narrative:
Revision occurred after 6 months due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 months after the primary surgery, which occurred on(B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection. 36/14 mini system stem, 32 mm eccentric glenosphere, 32 mm + 9 standard humeral cup, and 3 locking screws explanted. These parts were replaced with a 36/14 mini system stem, 32 mm centered glenosphere, 32 mm + 3 standard humeral cup, 9 mm spacer, and 3 screws.